Event description:
A report was received stating a ventilator experienced an inoperable condition. Though requested, no information regarding patient involvement was obtained. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the power supply, which resolved the reported issue. The ventilator passed electrical safety test, all calibrations, extended self tests (est), short self tests (sst) and performance verification testing (pvt) according to manufacturing specifications.